Event description:
The reporter stated, the surgeon attempted to use a micl 12.6mm implantable collamer lens. The lens was torn in the injector. There was no pt contact. Backup lens implanted.

Manufacturer narrative:
(B)(4). Eval: method - (other): lens work order search. Results (other) - visual inspection of the returned product found lens is stuck in the cartridge. There is no visible damage to the cartridge. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval. (B)(4).